Event description:
The carto mapping system could not recognize/detect the catheter. There was a 200m error. The catheter was replaced with a new one and the problem was solved. No harm came to the patient.manufacturer response (as per reporter) for catheter - ablation, navistar thermocool:awaiting response.